Event description:
It was reported that the catheter's tip was found partially separated after steam shaping. No patient injury reported

Manufacturer narrative:
The catheter has been evaluated. The catheter tip is partially separated at the point between the marker band and the end of the catheter braid. The damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter. Catheter lumen (B)(4).